Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct. This submission does not constitute a determination or admission that a device has malfunction or is related to a death or injury.

Event description:
Disassociation of the distal stem and the proximal body of aequalis ascend flex revive components visualized on post-op x-ray. Preliminary analysis shows that the issue is not related to aequalis ascend flex components but rather to aequalis flex revive components disassociation (tornier inc components).